Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal low blood glucose while using the ilet system, with a documented nadir of 67 mg/dl lasting about one hour and device low alerts present. Symptoms included fatigue. Outcomes included self-treatment with carbohydrates without medical intervention, assistance, or hospitalization. Investigation included complaint intake, user interview, and troubleshooting and education completed by support staff. Investigation of this case revealed no reported device malfunction or alarm failure and no identifiable contributing device component issue, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.